Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 50 mg/dl, and the meter bg reading was 109 mg/dl. Customer went to the emergency room (ER) for low bg; however, actual bg was 109 mg/dl. Customer was in ER for 2 hours. Customer was not admitted to the hospital. ER treatment information was not provided. Although multiple attempts by tandem technical support were made to obtain additional ER information, customer did not reply. A replacement sensor was sent to the customer.